Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was cracked, exposing the sealant; thus, making it difficult to get the device down into the unknown sheath. The device was removed. There was no reported patient injury. The device was used in a diagnostic procedure. The device was stored per labeling and opened in a sterile field. The procedure used a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The device was inspected for damages when removed from the package. There were no damages noted to the packaging or device at that time. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was received connect to the device, and the stopcock was found opened. The sealant was found partially exposed from the sealant sleeves, which was observed to have been severely kinked/bent outward as received; however, no cracks were observed on it. In addition, the procedural sheath was not returned with the device. Dimensional analysis could not be performed on the returned device due to the severely kinked/bent outward condition of the sealant sleeves as received. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. Per microscopic analysis, visual inspection at high magnification showed that the sealant was found partially exposed from the sealant sleeves due to the severely kinked/bent outward condition as received. However, no cracks were observed on it. A product history record (phr) review of lot f2229912 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device since there were no cracks noted; however, a severe kinked/bent condition of the sleeves were noted. Additionally, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the partially exposed sealant from the kinked/bent sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (such as excessive force), and/or the condition of the sheath (although not returned) may have contributed to the damaged condition of the sealant sleeves, the premature exposure of the sealant, and the subsequent impedance. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was cracked, exposing the sealant; thus, making it difficult to get the device down into the unknown sheath. The device was removed. There was no reported patient injury. The device was used in a diagnostic procedure. The device was stored per labeling and opened in a sterile field. The procedure used a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The device was inspected for damages when removed from the package. There were no damages noted to the packaging or device at that time. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was cracked exposing the sealant thus, making it difficult to get the device down into the unknown sheath. The device was removed. There was no reported patient injury. The device was used in a diagnostic procedure. The device was stored per labeling and opened in a sterile field. The procedure used a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was inspected for damages when removed from the package. There were damages noted to the packaging or device at that time. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. -a review of the manufacturing documentation associated with lot f2229912 presented no issues during the manufacturing process that can be related to the reported event. -this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.